Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl and nausea. The customer stated that her doctor wants the insulin pump replaced due to multiple no delivery alarms. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.